Event description:
During routine testing of the unit, the user found that it would not power up. There was no pt harm involved. The problem was a defect in the power supply assembly which was replaced. The event is not occurring more frequently or with greater severity than is usual for the device.